Event description:
Devilbiss 5 liter oxygen concentrator (ref 525ds, sn: (B)(4)). Device was operating continuously with two green lights. On the evening on (B)(6) 2018, I checked the pt's o2 levels and found them low. Turned up the volume 4 l/min but did not get significant improvement. Called the pt's nurse who recommended giving the pt hydrocodone (which I had) to ease the pt's breathing and she was to return first thing in the morning. The next morning I thought maybe there was a problem with the concentrator, so I checked the nose piece in a glass of water to see if air was coming out. There was no air coming out. There were still two green lights and no alarms on the device even though there was no air coming out.